Manufacturer narrative:
02/29/2016 11:33 am (gmt-5:00) added by (B)(4): the ventilator was investigated on site by our fse. The safety valve pull magnet was found faulty and was replaced. The ventilator was returned back into service and no further problem has been reported. The investigation of the returned pull magnet for the safety valve has been completed. The returned part was installed in a reference ventilator and simulated use tested successfully, i.e. Without any faults detected. The reported issue related to the safety valve sub-test failure during the pre-use checks was confirmed in the received device logs. The sub-test failed due to the test pressure not being built up during testing. The leakage tests that are part of the pre-use checks tests had been successful in all testing. In the leakage sub-tests the safety valve is fully closed and the system is pressurized to 80 cmh2o. In the safety valve sub-test the opening pressure for the safety valve is checked, and if necessary, adjusted to 117(+/-3)cmh2o. Our conclusion into what has caused this event could not be determined from the log files evaluation. However, we could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015. The root cause could not be determined from this investigation. A small leakage will be detected during pre-use checks testing. During ventilation, a small leakage will not affect ventilation but, if the leakage is big enough a worst case scenario might be a stoppage of ventilation.

Event description:
02/29/2016 11:25 am (gmt-5:00) added by (B)(4)): (B)(4).

Manufacturer narrative:
(B)(6) 2015 02:53 pm (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service engineer (fse) inspected the ventilator on-site, downloaded the ventilator log files and replaced the safety valve. The fse successfully performed the pre-use check and the ventilator was returned to service. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. (B)(4).